Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system did not start up, it was stuck at 00:00. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and reviewed the device's error records and confirmed the device could not communicate with flexpc , flexpc will be changed and requested for onsite support. To resolve the issue, the philips field service engineer (fse) replaced the flexvision pc which was found faulty. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.